Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection at her ipg site. The physician decided to remove the ipg and extensions. The lead was left implanted for future use. The patient is being treated with IV antibiotics.

Event description:
Follow up information identified the infection is resolved.